Event description:
It was reported the patient was having drainage at the incisional wound opening. There was a cerebrospinal fluid leak at the spinal incision site, drainage/incisional wound opening, spinal incision. The patient was hospitalized in another county awaiting transfer. Surgery was planned after hospital transfer. On (B)(6) 2015 the healthcare provider reported the patient had undergone a recent catheter revision. The catheter or catheter segments were left implanted in the patient and were not in use. The patient experienced fever and leaking from the lumbar incision site. A post-operative wound infection was diagnosed. The patient was treated with intravenous antibiotics and hospitalization. Surgical intervention had not yet occurred. As of the date of this report, the patient remained hospitalized. The pump was used to deliver lioresal. Patient outcome not reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).